Event description:
Procedure: partial laparoscopic nephrectomy. The hosp reported that during the case, when removing a swab from the pt, they detected the forceps ((B)(4)) being used were bent at the neck of the forceps. When the instrument returned from (B)(6) it was noticed that 2 small pieces of metal (hing pins) were missing from where the jaws meet on the instrument insert.

Manufacturer narrative:
Our investigation of the received products show that the reason for breaking of the hinge pins is an exceptional mechanical stress on the forceps. Labeling was reviewed and found to be adequate. Ie, intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event add'l info is received, we will provide FDA with f/u info.